Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and scratches on the reservoir tube window.

Event description:
The customer reported via phone call that they would have no delivery alarms on the insulin pump. Customer also reported an absence of a low reservoir alarm. The customer was also advised a low reservoir alarm would be prompted once the piston reaches the reservoir. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.